Event description:
It was reported that (2) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the lcsk5, used with a hptuv, had no function. Another instrument was used to complete the case. There was no consequence to the pt.